Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the device. Abbott technical support was contacted and initially suspected the cause of the noise was electromagnetic interference, however, the noise could be reproduced in clinic via provocative testing. No intervention was performed at this time. The patient was stable and will continue to be monitored.